Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2009 they replaced the entire catheter with a new two piece. It was noted that the patient experienced a sharp increase in pain along with sweating and nausea. It was indicated that the patient is a complicated case. The pump contained dilaudid. Additional information has been requested but was not available at the time of this report.